Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar), the review concluded: the stem fractured in fatigue, with the final fracture occurring in overload. Eds showed the stem was consistent with astm f1586 alloy. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: a review of the provided x-ray by a clinical consultant noted the following; procedure-related factors: - cup malposition in absent anteversion, - proximal thin and/or deficient cement mantle, patient-related factors, - none evident, no info. Device-related factors: - none as also supported by mar findings. Diagnosis: - a proximal cement mantle defect originating from time of primary arthroplasty plus suboptimal cup position in absent anteversion have contributed to an overload condition in the arthroplasty with loss of bone support and building up fatigue in the proximal stem section ending in a fatigue fracture exactly at the level of peak overload. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a clinical review concluded : a proximal cement mantle defect originating from time of primary arthroplasty plus suboptimal cup position in absent anteversion have contributed to an overload condition in the arthroplasty with loss of bone support and building up fatigue in the proximal stem section ending in a fatigue fracture exactly at the level of peak overload. If further information becomes available this investigation will be re-opened.

Event description:
Patient seeked medical help and x-ray showed that the exeter stem which was inserted in 2004 was broken. Patient needed a revision where the broken stem was replaced with a restoration modular.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient seeked medical help and x-ray showed that the exeter stem which was inserted in 2004 was broken. Patient needed a revision where the broken stem was replaced with a restoration modular.